Event description:
On (B)(6) 2012, it was reported that this patient underwent surgery in (B)(6) 2012 for another procedure. When the patient was waking up from anesthesia, she began to aspirate. The physician believed the device was on during the procedure. The relation of the aspiration to vns and/or medication was unknown. Attempts for additional information have been unsuccessful.